Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports the tubes underfilling. The following information was provided by the initial reporter. The customer stated: the customer reported underfill.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports the tubes underfilling. The following information was provided by the initial reporter. The customer stated: the customer reported underfill.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were subjected to a draw test and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode.